Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese: "during the venipuncture on (B)(6) 2022 , the patient found that the indwelling needle tube was adherent and could not be used normally. Another indwelling needle was immediately replaced, which had no impact on the patient" "on (B)(6) 2022 , the patient found that the indwelling needle tube was stuck during venipuncture and could not be used normally, so another indwelling needle was immediately replaced, which had no effect on the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1293341. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese: "during the venipuncture on (B)(6) 2022, the patient found that the indwelling needle tube was adherent and could not be used normally. Another indwelling needle was immediately replaced, which had no impact on the patient" "on (B)(6) 2022, the patient found that the indwelling needle tube was stuck during venipuncture and could not be used normally, so another indwelling needle was immediately replaced, which had no effect on the patient."